Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation confirms that the second implant was detached and has fallen off the needle slot. No structural anomalies were observed on the needle or the implants. The silicone tube was measured and found to be within specifications. We cannot discern a root cause for this failure at the time of this investigation. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident. Further, a review into the mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for this issue or determine at what point in time this failure occurred. Based on the overall complaint rate, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : the batch review 3779626 showed that the devices were conformed to in process and finished goods specifications when released to stock the 9 july 2014. Expiration date: 2017-05 (according to retained labels). No nc was opened. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported omnispan meniscol repair system with 12 degree needle failed to deploy the second implant. The sales rep reported that the second implant fell into the joint space but was tethered. The surgeon used an opened cutter to cut the suture and removed the second implant. This was repeated a second time. The surgeon completed the procedure with a competitor¿s device with no patient consequence but with a 15 minute delay.